Event description:
The customer reported the touch screen is not working; navigation ring is unable to adjust the settings; touch screen has physical damage along the lower portion of the display; touch screen calibration is not successful. The customer reported there was no patient involvement.